Manufacturer narrative:
No device analysis is available because the device was not returned. The issue was resolved through troubleshooting. The cause of the reported event remains unknown.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The issue was resolved through troubleshooting.